Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, tightness in chest. Additionally, there is an allegation the device is noisy and the machine goes through water excessively. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of device. The manufacturer found dust/dirt contamination on the iso port, motor casing/impellers, top/bottom panel, back of lcd panel, and blower box. The manufacturer also found slight black contamination at the blower seal of the blower box consistent with the keratin contamination. The manufacturer reviewed the device¿s downloaded event log. The manufacturer found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms the presence of contamination in the air path.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches, tightness in chest. Additionally, there is an allegation the device is noisy and the machine goes through water excessively. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.